Event description:
Rptr suffers from scleroderma and has an implanted bard port. The bard port was originally installed by a surgeon in 2002. The date that the port broke is not specifically known, but in 2004, it was determined that the port was broken. It is assumed that 9 of the treatments that were given leaked into her chest area. Removed the broken catheter and installed a new unit.